Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the tfna helical blade cut out the femoral head. The patient underwent the open reduction internal fixation for the trochanteric fracture of the femur with the tfna in question on (B)(6) 2021. The surgery was completed successfully without any surgical delay. The surgeon commented that the anterior part of the femoral neck was slightly cracked and slightly medially fractured. As a result, bone healing was delayed and the femoral head rotated that might have caused cut-out the femoral head. The patient had difficulty walking due to pain after the surgery. The implant was removed from the body and the patient underwent the bipolar hip arthroplasty on (B)(6) 2021. No further information is available. This report is for one (1) 12mm/125 deg ti cann tfna 170mm - sterile. This is report 1 of 4 for (B)(4).